Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported air bubbles and leaking in several of the cartridges. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was not returned to animas. A reserved sample from the same lot number u200012 was tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, fill and force test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.